Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise which inhibited therapy. The device was reprogrammed. No patient symptoms were reported.